Event description:
It was reported the during a stenting treatment procedure, stent damage occurred. The procedure deployed a 4.0x28mm promus element stent at 16 atm's, to cage a non-bsc stent that had dislodged and embolized in the brachial artery. Then the physician went on to try to advance an unspecified guide catheter through the promus element stent for further stenting, but being pushed by the distal end of the guide catheter the promus element stent concertined into a ball in the brachial artery. Bail out treatment used a 4.0x12mm promus element stent to crush the bunched up stent safely against the wall of the artery. The procedure was successfully completed with another of the same device. No further patient complications occurred and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).